Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd phaseal¿ secondary set drip chamber c60 there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd phaseal¿ secondary set drip chamber c60 there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
As neither picture samples nor physical samples were available for return, a thorough sample investigation could not be completed. Since a lot number was unknown for this incident, a production history review could not be performed and retained samples could not be obtained for evaluation. The secondary set c60 is manufactured by a subcontractor. Tests are performed during the manufacture of the secondary set c60 including leakage testing, tensile strength testing on tubing connections, permeability testing, and break-out testing. After the product is manufactured, samples are sent to the bd plant for additional inspection which includes overpressure testing, tensile strength testing, and break-out testing. Based on the limited investigation, a cause for the reported issue could not be determined.

Event description:
It was reported with the use of the bd phaseal secondary set drip chamber c60 there was an issue with leakage. There was no report of injury or further medical intervention.